Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 81 mg/dl. Possible causes were explained to the customer. Customer was advised to disconnect from the device. Customer was not calling after receiving a new battery cap. Battery cap was mildly worn. The device was not dropped, bumped, or exposed to moisture. Battery used energizer max lithium. Battery cap, battery compartment, or spring were "niter" damaged or corroded. Customer inserted a new battery and display returned. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to best of our knowledge.